Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 5.6 inr with a mean of 3.4 inr (survey range 1.4 -5.4 inr); 3.1 inr with a mean of 1.6 inr (survey range 1.6 - 1.7 inr). No adverse event reported. Reporter stated that they discovered the proficiency samples on a desk, refrigerated them and used them the next day. Requested return of suspect system and replacement was sent.